Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04837. It was reported that patient's leads migrated and patient experienced numbness in their toe. As a result, patient underwent surgical intervention, wherein the leads were explanted and replaced with a penta lead to address the issue.